Manufacturer narrative:
An event regarding audible noise involving an unknown ceramic liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned, however an image was provided. The bearing surface of the liner shows some sharply delineated black scratches that were likely caused by explantation. In vivo service damage usually has a different appearance. Just below the rim however we may observe a band of black staining that is quite typical for subluxation and/or micro-separation (ms), -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: "a wear scar has increased friction and this is often the cause for squeaking." However, the event could not be confirmed neither a root cause could be determined with the information available. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient was revised because the ceramic implant was squeaking.

Manufacturer narrative:
It was reported by the sales rep that no further information will be provided as per hospital policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
It was reported that the patient was revised because the ceramic implant was squeaking.